Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The lead was returned due to lead dislodgement. A complete lead was returned in one piece. The s-curve hump height was measured within specification and found no anomalies.